Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that a 3 mm hole was observed at the patient's vns generator site. It was noted that the vns was visible and drainage was present. The patient was scheduled for replacement and repositioning surgery. The physician redressed the area with antibiotic ointment. It was reported there was no evidence of an infection. Follow up with physician's office revealed that the cause of the extrusion was unknown. The patient underwent vns generator replacement surgery. No additional relevant information has been received to date.